Event description:
Four years ago, I had cataract surgery and chose restor lenses to improve my vision. I was told they were safe and would enable me to see near and far. The lenses seemed like a miracle for the first year, however I developed a haze or fog in my right eye. My doctor insisted it was not the lens. He said I had a scar on the macula. I have since moved to another state, it's been another 2 years and my vision is getting worse. Both eyes now have a foggy haze and I must have bright light to see. I cannot see road signs and I cannot read without a magnifier. I am hoping restor will replace these lenses. I think sometimes we put things on the market before they are tested well enough. Please tell others about the problems we are having. I am not alone; I've been reading about others with similar problems. Thank you for listening. (B)(6).